Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was contamination of the flex cartridge by the r2 probe. The instrument is now operating within specifications.

Event description:
Falsely elevated troponin I results were obtained on four patient samples. The results were reported to the physician(s). The original samples were retested and negative results were obtained. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I results was contamination of the flex cartridge by the r2 probe.